Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. Technical services (ts) suggested potential actions, such as a chest x-ray and reprogramming. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that defibrillation threshold (dft) test was performed. Ts provided following actions and monitoring the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of atrial signals. Technical services (ts) suggested potential actions, such as a chest x-ray and reprogramming. The lead remains in use. No adverse patient effects were reported.